Manufacturer narrative:
The manufacturer's remote service technician performed troubleshooting with the customer. The customer reports that there an o-ring was missing from the test fitting which impacted the testing. The o-ring was replaced; however, the unit continued to fail testing. The service technician advised the customer to leak test the oxygen enrichment port for cracks. The customer reported that the fittings were tightened and the system passed testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
It was reported that the unit failed system leak testing. There was no patient involvement.

Manufacturer narrative:
MFR received date: 01 oct 2019. MFR. Report is a duplicate of an event previously reported under MFR. Report #:2031642-2019-03104 any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-03104. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.